Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient developed a rash, redness, inflammation, and swelling extending beyond the patch perimeter and the symptoms spread from her arm to the abdomen. Prior to sensor insertion the area was cleansed with alcohol. The reaction was treated with over the counter children's benadryl (two teaspoons). At the time of follow up contact on 05/28/2024, the patient confirmed the reaction symptoms went away immediately after she removed the sensor and she was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).